Event description:
The pharmacist reported there was a sudden leaking occurred from the irrigation circuit during the aspiration of the crystalline lens in a cataract surgery. There was a projection of bss onto the surgical microscope and the fluid dripped onto the operating field and inside the pt's os. The pt had postoperative exams on the first, third and fifth day after surgery. The pt developed a keratitis and a corneal ulcer, the surgeon reported that the pt's current status was good. Additional info is being sought.

Manufacturer narrative:
The customer's complaint history was reviewed, this is the first event reported regarding this issue for this facility. A lot search was conducted for the finished goods lot, and found this to be the only issue reported against this lot number. A review of the DHR indicated the component was built to specification. The user returned five (5) used infusion sleeves and a bag of bss. The returned samples were visually inspected; one of the infusion sleeves had a cut on the bottom section of the shaft (cavity was c12). No abnormalities or scarring was observed on the other four infusion sleeves. The sleeves met specification. The good infusion sleeves were tested using the returned fms and the samples tuned successfully. The two side ports allowed the fluid to infuse through the annular space between the infusion sleeves' inner diameter and the outer diameter of the probe tip and could be rotated for fine tune position. Based on the infusion sleeve irrigation, the flow rates were within specification. No obvious defects were detected on the returned fms, which primed and tuned successfully. No system message codes, fluid or air leaks, or defects of any nature were found. Irrigation and aspiration flow rates were within specification. Fluid flowed from bss bottle to irrigation and aspiration manifolds and continuously to the housing. No conclusion was found in all manifolds. The root cause for this event is unk. Corrective action will not be taken based on this occurrence; however, quality assurance will continue to monitor customer complaints, and will take action for any future occurrences as is deemed necessary. (B) (4)